Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, the needle fell off during case. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.